Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliates, during implant of a 29mm sapien 3 transcatheter heart valve in the aortic position by transfemoral approach, the valve was unable to be aligned properly on the balloon due to a lot of tension in the patient's anatomy, along with tortuosity. The alignment was performed in a non-straight section in the anatomy. Alignment was attempted more than once. Although the implanters wanted to proceed with the implant, the commander delivery system balloon could not be inflated. The devices were removed as a single unit without difficulties and a new kit was used. With the new valve, the valve alignment was performed in another part of the aorta and the procedure was successfully completed. No patient injury occurred, and patient was stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Provided imagery was evaluated, and the following was observed: valve crimped over the inflation balloon. Delivery system fully advance through sheath. Balloon of commander delivery system slightly bunched at distal part. Some blood and residual fluid noted inside the balloon. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. While the training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaint for valve alignment difficulty or inability was unable to be confirmed as no applicable imagery was provided nor device was returned for evaluation. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment performed in a non-straight section of anatomy) likely contributed to the event as per event description patient presented a highly tortuous anatomy and alignment was performed in a not-straight section of the aorta. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The complaint for balloon leak was confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (valve alignment difficulties) may have contributed to the event. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon damaging it prior to thv deployment. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.